Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. The sample was visually and gravity leak tested. No defects were observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from below the chamber. This occurred during infusion of a chemotherapeutic drug. The reporter stated that after the leak was noticed, the nurse shook the tubing to reaffirm whether more drops were coming out of the suspected leak site. The report indicated that further leak droplets from below the chamber were reaffirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.